Event description:
Customer's daughter reports back to back testing to a professional meter while using the advantage system with results of 280 mg/dl on customer's meter and 112 mg/dl on professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.